Manufacturer narrative:
Correction number: 1627487-12192011-002-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. It was also reported the patient's programmer reflected a communication error. The patient stated he last recharged the scs system approximately 6 months ago. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced. The patient reported effective therapy postoperative.